Event description:
The generator was returned to valleylab for intermittent cut function. The cut mode was found to function normally; however, during testing the generator failed the cross coupling test and was producing monopolar output power from the bipolar jacks.